Event description:
During a ptca/stenting procedure, deflation difficulties were encountered. The lesion being treated was a 70% stenotic, non calcified, non tortuous saphenous vein graft (svg) to the digonal lesion. The lesion was not pre dilated. The physician successfully deployed the liberte' monorail stent at 18 atms for 30 seconds. Following deployment, the stent delivery balloon would not deflate. The device was removed from the pt in an inflated state. There were no pt complications related to the deflation difficulties. The procedure was successfully completed with this device. A 6f introducer sheath, a mp guide catheter and a cougar guide wire were also used in this procedure. Pt status is listed as "okay".